Event description:
The customer stated multiple error codes, both 1007, unable to process test, activated read failure and 1006, unable to process test, background read failure, were occurring on the architect i2000sr analyzer. No impact to patient management was reported.

Event description:
(B) (4)same case as MFR report #: 2134265-2020-01783.it was reported that during a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension.the index procedure treated the 80% stenosed, 5x25mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. During the procedure, the patient experienced hypotension. The patient was treated with medication and the event resolved without residual effects the next day and the patient was discharged. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
Evaluation codes: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number, and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Upon further review, the suspect rv lot, 69438p100 was in use at the customer facility, therefore, the suspect medical device, lot number, was corrected from lot 65647p100 to lot 69438p100, as architect reaction vessel lot 65647p100 was not recalled.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.